Event description:
It was reported by service report that the foot end of the bed would not go down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: lost height limits. Conclusions: limits were reset and the bed was returned to service.